Manufacturer narrative:
The system was examined. The company representative indicated that the reported event(s) were not replicated, nor confirmed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 27, 2013. Based on qa assessment, the product met specifications at the time of release. The reported events were no replicated and the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(3).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrative assistant reported that a system had errors with the intraocular pressure control and a system message displayed during surgery. The surgery was completed. There was no patient harm.